Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple cartridge leaks. The customer's blood glucose (bg) level was over 300 mg/dl and was corrected. As this issue had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the leaking cartridge.